Event description:
The customer stated that she tested her blood glucose using her breeze2 and freestyle meters. The freestyle read 148 mg/dl, while the breeze2 read 52 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.